Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -16.00/+6.00/x022. Device evaluated by manufacturer? No. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there was no similar complaint within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -16.00/+6.00/x022 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. Lens rotation not associated to a low vault and refractive surprise was noted on (B)(6) 2015. The lens was explanted on (B)(6) 2016. Lens was not replaced.

Manufacturer narrative:
Additional information: the patient's post-op (on (B)(6) 2015) best corrected visual acuity was 20/40 and uncorrected visual acuity was 20/200. Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. As per dfu for this lens model, vticls are contraindicated for patients with a keratoconus eye. Corrected data: change "vticmo 13.2 -16.00/+6.00/x022" to "vticmo 13.2 -15.00/+6.00/x022". (B)(4).